Event description:
During a cypher direct stenting procedure, the maverick2 monorail balloon catheter became stuck on the bmw universal guidewire. The lesion being treated was a 90% stenotic lesion in the left circumflex (lcx) coronary artery. The maverick2 monorail balloon catheter was intended to be used pre-dialation. It is noted that when the maverick2 monorail balloon catheter crossed the guiding catheter's distal end, hard resistance was felt, but the physician continued to push the maverick2 monorail balloon catheter. The maverick2 monorail balloon catheter was unable to be advanced to the lesion and became lodged on bmw universal guidewire upon withdrawl. It is further reported that the physician removed all the devices together by forcefully pulling the devices outside the body. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.